Manufacturer narrative:
It is unknown if the device is being sent back. Thus, a proper device analysis could not be completed nor the reported issues confirmed. It was mentioned by the customer that there was no damage noted during preparation for use indicating a product quality issue did not contribute to the reported issues. Additionally, it was stated by the customer that they are using the yamane technique to implant the lenses. This technique induces a larger amount of force while trying to position the haptics in the scleral tunnel. Our lenses are intended to be implanted in the capsular bag. Thus, the lens are being used off- label. Based on the information provided, the risk assessment for the lucia product and based on our experience and other complaints that have already been resolved we have determined that the following factors may have cause or contributed to the damaged haptic is but is not limited to: loading strategy; lens placement technique; accessory device support; poor handling during folding and inserting. Most probably the incident is caused by surgical manipulation and off-label use.

Event description:
It was reported that the surgeon is using the yamane technique. It was reported that after the implantation of a CT lucia 602 lens, the haptic "diswedged" and the haptic rotated. The lens was explanted on (B)(6) 2022, and a competitor lens was implanted. No adverse events reported. No additional information was provided.